Event description:
It was reported the wire broke. Upon a functional evaluation it was determined the sheath was broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.